Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The complaint could not be duplicated. The device would not power on and had a melted back cap around the brush holders. This was likely what the customer saw but could not be duplicated because the device did not power on. The back cap as well as the brush holders were replaced, and the device was returned to the customer. There were no previous repairs relevant to the reported event based on a review of the service history of this device. No adverse trends have been observed in the last (12) months of complaint data. The device was repaired and returned to the account.

Event description:
It was reported that the saw was smoking from the switch while in use. They stopped using it and used a backup saw. There were no delays and no adverse consequences.